Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) device attended to the hospital after receiving an inappropriate shock. The smartpass feature was also deactivated and the device was reprogrammed to the primary vector. Technical services (ts) reviewed the episode and discussed the inappropriate shock was delivered while programmed to the secondary vector due to low amplitude r-waves and double counting. The device data also shows the smartpass feature has been previously deactivated due to low amplitude r-waves. It was advised to program the device to the primary vector to improve sensing quality. The s-ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.